Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump took 1.5 hours longer than intended to infuse tpa (alteplase) (dose, programmed amount and delivery rate unknown). The event occurred during delivery in emergency room. The infusion was running for approximately 20 min and the volume in the bag was more than expected at that time. There was no alarm and the nurse was not sure if the infusion was being administered. There was no patient injury or medical intervention associated with this event. No additional information is available.